Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate and a possible implantable pulse generator (ipg) malfunction. The ipg remains in use. No further patient complications have been reported as a result of this event.